Event description:
It was reported, the pt had fallen on a couple of occasions and has lost weight. As a result, the pt has been experiencing pain at the ipg site. The pt does not plan on addressing the issue via surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.